Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 60-70mg/dl, shakiness, and fatigue; cause was unknown. Reportedly, customer required assistance from partner to treat bg level via consumption of carbohydrates and glucose tablets. No additional information was provided.